Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device¿s guidewire was being inserted into the venous line it was found to be occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, when the device¿s guide wire was being inserted into the venous line it was found to be occluded and it could not pass through the a-line. A new kit was opened and used to continue the procedure. There was no reported patient injury.